Event description:
As reported "upon first insertion of the cage a screw was put in, it was then decided the cage needed to be moved so the distractor was used to remove the screw. The cage would not receive another screw once the initial screw was removed."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.